Event description:
The customer reported the generation of intermittent false low sodium (na) patient results on their au680 ise clinical chemistry analyzer. The customer repeated the sample on another system and obtained a result considered correct. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for two (2) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer and identified the failure mode as defective buffer valves and ion-selective electrolyte (ise) mix motor. The fse replaced the buffer valves and ise mix motor to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is case -(B)(4).